Manufacturer narrative:
(B)(4). We are currently seeking further information regarding the event and the patient's status. The complaint mr290v humidification chamber is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare representative that they noticed water leaking from a humidifier during use and identified a "hole" on the base of an mr290v humidification chamber. The healthcare facility reported that the incident had "a negative impact on the patient ventilation but did not specify".